Manufacturer narrative:
Through phone troubleshooting with a field service engineer (fse), the customer was instructed to replace the cc (cartridge chemistry) sample probe. The replacement of the cc sample probe resolved the issue.

Event description:
The customer obtained false high glucose results for three (3) patients, involving the unicel dxc 600 pro synchron system. The three glucose sample results were flagged "orr hi" (out of reportable range high). The false high glucose results were reported outside the laboratory. The customer repeated the samples on an alternate dxc instrument and obtained lower results considered correct by the customer. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges prior to the generation/reporting of the false high glucose results.